Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to the emergency room feeling light-headed. Ventricular high rate episodes with noise were noted on the lead. The lead remains in use. The patient was later seen for follow-up and was not experiencing any symptoms. No patient complications were reported as a result of this event.